Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 01-sep-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving dilaudid (unknown dose and concentration) and another unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient called to request their implanted devices information for a new hcp to possible remove the pump. The patient reported the pump was installed improperly ((B)(6) 2005) and has been shut off for 4 years (2018). The patient stated the pump was installed upside down and the catheter was detached. The patient bent to down to help his wife with the lawnmower on unknown date (2006-2007) and "he would be knocked out for 3 days which happened 2-3 times". The patient stated that the hcp said he was hallucinating. The patient then reported they went to a (B)(6) hospital and they discovered that the catheter was not attached. The patient stated their hcp though he was crazy because of the drug. The patient then indicated another hcp said one end of the catheter was connected and injected so much in the spine at one time it was overdosing him for 3 days. The next time they checked it, "both ends catheter came out of the area" and the patient had a "big mass on the back and knot on the side of his stomach". The patient then reported the pump has chimed every hour on the hour for the past 5 years (2013). The patient stated he was not sure what to do but "it would be nice if they could get it to work because it would be easier for him than to take oral medication". The patient also reported their hcp told them they had put the largest pump she had (which was 60 cc pump) and his tolerance was high when he had his pump implanted.